Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out-of-range (oor) right atrial (ra) pacing impedance measuring less than 200 ohms. Additionally, there was observations of noise. At this time, this pacemaker and non-boston scientific ra lead remains in service. No adverse patient effects were reported.